Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Thirty four non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from (B)(6)-2016. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Right ventricular defibrillation impedance steady at appro ximately 29 ohms through (B)(6)-2016, spikes out of range on (B)(6)-2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter); 3159 venticular sensing integrity counter (sic) since last session 0.8 days ago.analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy, 14 inappropriate shocks delivered on (B)(6)-2016 due to non-physiologic oversensing.

Event description:
It was reported that the patient had inappropriate therapy due to noise, sensing integrity counter (sic) and high impedance. Additionally, there was a lead fracture.the lead was capped and replaced. No further patient complications have been reported as a result of this event.